Event description:
It was reported that the patient was feeling a "tingling/shocking feeling" on spine and had seizures. It was noted that the tingling /shocking feeling was on "t2 or t3" for the "past two days." The patient reportedly was in a mental hospital "for about a week and had just gotten out." It was stated that the patient was unable to get medication and was going through withdrawal. It was noted that the stimulator had been off for "the past 3 weeks" because the patient had a leg nerve block "about a month ago" and did not need to use it. The patient reportedly still recharged the device. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).